Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/reporter contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch select meter has a calcode issue. The patient's diabetes is managed with oral medication and insulin. The calcode issue began on (B)(6) 2010. Despite the product issue, the patient took his usual dose of lantus insulin every evening. On (B)(6) 2010, the patient reportedly had blood glucose result of 600 mg/dl and was treated with insulin at the emergency room by a healthcare provider. The patient was tested on another meter on (B)(6) 2010 at "278 mg/dl" on another device. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the calcode issue was not resolve with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention while obtaining a blood glucose reading of over 600 mg/dl two days after the product issue began.